Event description:
This event involves (B)(6) male who was at (B)(6) on (B)(6) 2015 with a complex medical history for an interventional radiologic procedure in operating room 5. Patient was taken to the cath lab for an angiogram. At the conclusion of the angiogram, final films revealed a large thrombus (clot) in the common femoral artery extending into the deep and superficial femoral arteries. A vascular surgeon was consulted and the patient was taken to the operating room. As this surgical procedure began, coagulation lab tests were drawn by the anesthesiologist using the supplies from his cart and handed off to the tech to be performed in the point of care testing area in the ep lab. The lab test (aptt) was actually repeated twice, and the results kept coming back in the 400-500 sec range (high range). Although the patient had received 12,000 units of heparin and also received tpa, there were multiple episodes of unexplained clotting and difficulty to keep stents open. The vascular surgeon elected to perform a femoral popliteal bypass procedure. It was discovered that the initial lab specimens were sent in a heparinized syringe which resulted in the elevated lab test results. Information about the syringe: syringe-art-dry lith heparin, 3 ml manufacturer: smiths medical (B)(4), u.s, model 4043-2, lot # 2973585, expiration date: 05/31/2018 reported to medwatch on (B)(4) 2015 as a product use error. See practice alert distributed to all locations where the syringe is in use. Materials management separate this syringe from others and labeled shelving. Search is underway to find packaging and labeling that will illuminate the heparin in the syringe, to avoid incorrect selection. It was discovered that the initial lab specimens were sent in a heparinized syringe which resulted in the elevated lab test results. (B)(4).